Event description:
Patient went to change her ms3 pump and the pump display was asking for a code. Told patient the settings have been erased. Patient said she did not replace the battery every week. Ms3 sn (B)(4) due on (B)(6) 2018 will be replaced.